Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, the pt's flange fixture with abutment fell out overnight due to probable loss of osseointegration. The pt underwent a revision surgery 2008 to attach a new abutment to the second or "sleeper" fixture. (Note: in this case a second or "sleeper" fixture was placed during the original baha surgery). Reportedly the pt is wearing the baha device without problems and is very "happy" with it.

Manufacturer narrative:
The flange fixture and abutment were evaluated. The device was within all specifications. No faults were observed when the device was examined under a microscope. Snap coupling force for coupling the sound processor and abutment was checked and found to be within specifications. This is a final report.